Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low" mg/dl on their continuous glucose monitor. Reportedly, the customer had the pump in exercise mode "24/7." Customer's husband provided assistance by getting carbohydrates for the customer to consume in order to address the low bg. Tandem technical support (cts) confirmed that the pump was functioning properly. Customer acknowledged and cts helped customer turn off exercise mode.